Manufacturer narrative:
The unit passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm tests. The unit functioned properly. There was no loose drive support disk noted during visual inspection. Multiple boluses were programmed and the boluses were delivered and properly recorded in the alarm history. No history anomaly was noted. The following physical damage was noted: minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that their blood glucose has consistently been in the 300 mg/dl and 400 mg/dl range for the past four days. Yesterday the customer's blood glucose increased to 553 mg/dl. The customer had changed her infusion set several times and noticed that there would be air bubbles in the infusion set tubing or the reservoir. The customer treated with manual insulin injections; her current blood glucose is 270 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The customer stated that her drive support cap was flush. However, the customer was able to successfully prime with the current infusion set. The customer's insulin pump settings were programmed accurately as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.